Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient, on approximately on (B)(6) 2025, the cgm was reading 62 mg/dl and she was feeling dizzy and anxious. The patient did not check her bg and instead she called an ambulance. The ambulance arrived at around 7:30 pm, her bg was not checked, and no medical intervention was made. The paramedics transported the patient to the emergency room (ER). When she arrived in the ER her cgm was still displaying 62 mg/dl and when her fingerstick was checked, the bg was 164 mg/dl. She was no longer feeling dizzy when she arrived in the ER and was not experiencing any other symptoms. She was given intravenous (IV) fluids so she will not be dehydrated and was monitored. The patient stayed in the ER until 4:30 am on (B)(6) 2025 and was sent home. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.